Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, h6.

Event description:
Healthcare professional reported left side "exchange with no complaints." Healthcare professional later reported "possible rupture" per mammogram. Healthcare professional additionally reported "no complaint against the device." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange with no complaints." Healthcare professional later reported "possible rupture" per mammogram. This record is for the left side. The device remains implanted.